Event description:
It was reported that the customer had low blood glucose levels of 3.6 mmol/l. The customer reported that one of the buttons of the insulin pump was unresponsive. It was reported that the insulin pump would give spontaneous boluses. The battery of the insulin pump was reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump had a corroded keypad traces noted. Insulin pump programmed boluses properly. No ramping numbers noted on the display. All buttons functioned properly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.